Event description:
It was reported that during the implanting procedure, after the left ventricular (lv) lead was implanted, test measurement found high threshold and patient had diaphragm stimulation. The lead was attempted and not used. Another lead was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.